Manufacturer narrative:
The reported issue was possibly related to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's infusion site was swollen due to being allergic to the non-tandem infusion set cannula. Reportedly, the customer's blood glucose level was 600 mg/dl, and was addressed by administering manual injections. Although requested, the customer was unable to provide information regarding the infusion set.